Event description:
Customer reported that an accutor plus monitor line cord shorted and caught fire which melted the connector at the ac connector. There was no damage to the monitor. No pt injury was reported.

Manufacturer narrative:
Customer will send in cord for evaluation.